Event description:
Revision surgery due to subsidence of the polarstem 3 months after initial implantation. Surgeon reported that patient possibly fell 3 days after initial surgery and this has possibly lead to subsidence. Patient stated she has groin pain day 3 after fall while mobilising with physio.